Manufacturer narrative:
Upon inspection, the field service engineer (fse) observed the that rinse probe of the r1a wash cup was obstructed. The fse cleaned the wash cup, r1a & r2b, 16 (rohs) (part number 7-202552-01) which resolved the issue. The wash cup, r1a & r2b, 16 was determined the cause of the falsely elevated results. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results which resulted from instrument issues. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. The architect c16000 erratic result rates were within acceptable limits with no trends identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer reported another case of falsely elevated potassium results generated on the architect c16000 processing module. The initial potassium result was 6.8 mmol/l, repeated 4.4 mmol/l on (B)(6) 2023 (reference interval of 3.5 to 5.3 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported another case of falsely elevated potassium results generated on the architect c16000 processing module. The initial potassium result was 6.8 mmol/l, repeated 4.4 mmol/l on (B)(6) 2023 (reference interval of 3.5 to 5.3 mmol/l). No impact to patient management was reported.